Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The 29mm commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the balloon burst radially and longitudinally. Gouges on the flex tip were also observed. No case imagery or device photos were provided for review. During functional testing, the balloon shaft was able to be pulled and locked to the fine adjust marker. Full flex and fine adjustment were able to be used with no abnormalities observed. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. All balloon single wall thickness measurements met specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints for the first complaint event. Lot history review revealed 2 other complaints for the second complaint event. Complaint history review from july 2019 to june 2020 for the edwards commander delivery system (all models and sizes) revealed other complaints for the appropriate complaint codes. No manufacturing non-conformances were found for the first complaint code. Available information suggested procedural and/or patient factors may have contributed to the reported events. A complaint history review was not required for the second complaint code. The technical summary found that patient factors (i.e. Annular, stj, or leaflet calcification), can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were confirmed based on the returned device. However, functional testing showed the device functions as intended. No manufacturing nonconformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing nonconformance likely did not contribute to the reported events. The event reported, ¿calcification and touristy of the iliac and aorta. There was not a straight section of the aorta to perform valve alignment. The aorta was tortuous as the patient had scoliosis¿. Tension build up during valve alignment may result in higher forces necessary to align the valve, contributing to the reported complaint event. Tension in the system may be induced by the following: ¿ vessel tortuosity - per the event description, tortuosity was present in-patient iliac and aorta. ¿ performing valve alignment at non-straight section of aorta ¿ valve alignment was reportedly performed in a non-straight section of the aorta, which can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ¿dive¿ into the lumen of the flex tip lead to gouges. If the thv is unseated during alignment, it can result in additional valve alignment forces. Gouges on the flex tip signs that high tension was present in the system. An engineering study was previously performed to re-create high valve alignment forces with valve diving under simulated conditions (valve alignment in tortuous conditions). Per event reported that ¿the patient had heavy lvot calcification and bulky calcification in the annulus¿. It is possible that during valve deployment, the balloon was in contact with calcification leading to a balloon burst as previously identified in the technical summary. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although a definite root cause was not able to be determined, available information suggested patient factors (tortuosity) and procedural factors (valve alignment in a non-straight section) may have contributed to the reported valve alignment issues. Available information suggested patient factors (valvular calcification) likely contributed to the reported balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, there was difficulty mounting the valve on the balloon during gross valve alignment. The pusher was diving into the frame. The devices were pulled back and valve alignment was able to be completed by retrieving the pusher into the sheath. During valve deployment, there was a radial balloon burst. The valve was deployed approximately 95 percent. There was no difficulty withdrawing the delivery system. The valve was post dilated with a new delivery system. There was no injury to the patient and the patient was stable post procedure. The patient had heavy lvot calcification and bulky calcification in the annulus. There was calcification and tortuosity of the iliacs and aorta. There was not a straight section of the aorta to perform valve alignment. The aorta was tortuous as the patient had scoliosis. Bav was not performed. 1cc of additional inflation volume was used.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.